Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the cannula breaking from the hub of the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the cannula breaking off with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the needle broke off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer push button blood collection set the needle broke off.